Manufacturer narrative:
The "model number", "serial number", and "date of manufacture" have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Received correspondence from attorney representing customer for property damage. It is alleged a scooter that just had its batteries replaced had a fire and caused limited damage.

Manufacturer narrative:
The inspection revealed that the product had nothing to do with the alleged incident.

Event description:
Received correspondence from attorney representing customer for property damage. It is alleged a scooter that just had its batteries replaced had a fire and caused limited damage.